Event description:
On 10/16/06, the lay user/pt contacted lifescan (lfs) alleging the one touch surestep enhanced meter would not power on. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however, was unable to reach him by telephone. The mas reviewed the recorded telephone call. On 10/19/06, the mas mailed a letter requesting the pt contact medical affairs. At an unspecified time, the pt noted the reported meter would not power on. At that time, the pt was experiencing the symptoms of vomiting, diarrhea, leg pain, and he passed out. The pt took an unspecified dose of 70/30 humulin insulin while symptomatic. Emergency services were contacted. The paramedics obtained a blood glucose reading of '300-something' mg/dl. The pt was transported to the emergency room, where laboratory glucose testing was performed with a result of '400-something' mg/dl. The pt was admitted to the hosp, and was unconscious for two days. The pt was treated with insulin. It would have been helpful to determine how long the reported meter would not power on, the dose of insulin the pt took before contacting emergency services, if he or a family member contacted emergency services, when the pt passed out, if the paramedics provided any treatment, to confirm the pt was unconscious for two days, his admitting diagnosis, his insulin regimen, if the pt took his normal meals and medications despite not being able to test his blood glucose levels, his previous blood glucose readings, and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt had correctly replaced the batteries, the battery contacts were in good condition, and the meter had suffered no trauma. The meter, test strips and control solution were replaced. The pt was unable to test his blood glucose levels due to the power issue on the reported meter. While experiencing hyperglycemic symptoms, the pt passed out, received insulin treatment, and was admitted to the hosp. Therefore, this complaint is reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.